Manufacturer narrative:
(B)(4) the device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This ra lead dislodged after implant. The lead was repositioned and remains implanted.